Event description:
During cesarean section skin stapler was sticking, dragging, and pulling on the skin. Spring was not releasing; the spring fell out. The cartridge holding the staples fell off.

Event description:
During cesarean section skin stapler was sticking, dragging, and pulling on the skin. Spring was not releasing; the spring fell out. The cartridge holing the staples fell off.